Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a button error alarm. The patient's blood glucose at the time of incident was 310 mg/dl. No further details were given. The insulin pump is in warranty but no return material authorization was created; no products were shipped or returned.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to flattened act and escape buttons dome switches. No unlock on lcd keypad connector noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.